Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site (date not reported) which was treated with antibiotics for 10 days (specific type and date not reported).the patient also developed wound dehiscence at the implant site and subsequently, underwent skinflap graft procedure (date not reported). However, the issue could not be resolved. The device was explanted (date not reported) due to recurrent infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported). This report is submitted on december 12, 2023.